Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004 and the mesh was implanted. It was reported that the patient experienced chronic back and knee pain, urinary frequency, strains to void, recurrent urinary tract infections, abdominal bloating, excruciating pain when holding on with full bladder, urge urinary incontinence, central abdominal pain, post coital pain in right groin, and dyspareunia.